Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the mlx 300w xenon lightsource was received in used condition. Evaluation of the lightsource identified that the unit had a thermal failure causing damage to the lamp, fans, wire harness, control board, and mirror holder. These parts were replaced to correct the issue. The mlx lightsource passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. It was determined that the damage to the listed parts caused by the thermal failure was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the plastic housing for the lamp assembly of the mlx 300w xenon lightsource (00mlx) has melted on the top and bottom. There was no patient involvement; thus, no patient injury occurred.